Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address groin pain. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: (expiry date), (patient/device).

Event description:
Pinnacle litigation received. In addition to what were previously alleged, litigation alleges that friction and wear from the pinnacle metal on metal device released toxic metal debris into the patient¿s body causing elevated metal ion levels in the body, inflammation, soreness, tissue and bone loss, permanent injuries, discomfort, emotional distress, suffering and other related diseases, thereby, impairing the patient¿s activities of daily living. Added new associated contact.

Manufacturer narrative:
(B)(4)

Event description:
Ppf alleges loosening of cup and metal wear.